Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed scratches on the acoustic lens that reach the adhesive layer could be determined, however, the issue was likely the result of repetitive use stress and or user handling/mishandling. The event may be prevented by following the instructions for use which states: instructions - evis exera ii ultrasound gastrovideoscope - olympus gf type uct180 important information ¿ please read before use warnings and cautions warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in the b5, the additional evaluation findings are as follows: due to wear of forceps elevator lever; upward/downward knob cannot be locked securely, scope cover plate has peeling, scope body has a crack, scope cover is deformed, due to a crack on scope connector; water tightness is lost, electrical connector has corrosion due to water leakage, identification cover has corrosion due to water leakage, plate has corrosion due to water leakage, scope identification has corrosion due to water leakage, cover joint has discoloration due to water leakage, ultrasonic connector has corrosion due to water leakage, due to a pinhole on bending section cover; water tightness is lost, due to detachment of acoustic lens (damage level; does not expose the glue-layer); insulation resistance value does not meet the standard value, due to damage on ultrasonic cable; the number of missing element exceeds the standard value, due to damage on ultrasonic cable; displayed ultrasound image is defective with missing elements, acoustic lens is damaged (damage level; reach to the glue-layer), adhesive around objective lens has a chip, objective lens has a scratch, light guide lens has a crack, adhesive on bending section cover has a chip, connecting tube has a buckling, scope connector has corrosion due to water leakage, ultrasound connector case has discoloration, and the universal cord has buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope is giving leakage failure in the washing machine. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a deep cut lifting the part on the probe unit that reached to the hard part under the pink probe coating from physical stress such as dropping / knocking. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.